Event description:
While redirecting the screw head, the collet sheared and the seat came off of the screw.

Manufacturer narrative:
This incident was originally reported to theken spine qc by one of theken's field clinical engineers. Shortly after that we received a copy of the hospital's report that had been submitted to the FDA (referenced as the initial reporter in this case). Currently the implant is still in possession of the hospital while their investigation is being conducted. The device history record for this batch of screws was examined and did not indicate any nonconformances or issues that would contribute to this complaint.